Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported via social media that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown timepoint, a pericardial effusion occurred that required pericardiocentesis. No additional information is known at this time.